Event description:
Info was received that a family member contacted tech services (ts). The family member had received a pt verification form and wanted to know why the surgeon would have only implanted this epicardial lead. Ts was notified that the pt had undergone heart valve replacement in (B)(6) 2013. The family member commented that the pt had been admitted in the hospital following the surgical procedure and noticed that the lead body appeared to have migrated, but had not eroded thought skin. Ts was informed that the pt died (B)(6) 2014 and the family member expressed dissatisfaction with the quality of medical care that the pt received. The cause of death was reported as "systemic infection of some type". The family asked that the medical records be updated to reflect the change in the pt's status. Ts explained that during open heart surgery, it would not be uncommon for the physician to place an epicardial lead in the event the pt could benefit from crt pacing in the future.